Manufacturer narrative:
Author citation: nowacka, a., et al (2024). Hemi-rectus abdominis sleeve for hm3 driveline infection: a novel approach to management. Swiss medical weekly, 154, 67s. Doi:http://dx.doi.org/10.57187/s.4025. Section e1: customer site corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists the adverse events, including infection, that may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿hemi-rectus abdominis sleeve for hm3 driveline infection: a novel approach to management¿ that heartmate 3 (hm3) may be associated with driveline (dl) infection. This study outlined a unique method for managing hm3 dl infections by employing a ¿double tunnel¿ technique for laying the dl during implantation. Three patients with chronic dl infections benefited from this approach, experiencing rapid recovery post-procedure, marked by the resolution of disabling discharges necessitating daily dressings and hospital stays.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided. Article title: hemi-rectus abdominis sleeve for hm3 driveline infection: a novel approach to management. Chuv, cardiac surgery, lausanne, switzerland; chuv, anesthesiology, lausanne, switzerland; chuv, intensive care, lausanne, switzerland; chuv, cardiology, lausanne, switzerland. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.